Manufacturer narrative:
Device available for evaluation updated. Product evaluation: failure analysis for fiber (B)(4): the fiber/glass cap shows a circumferential fracture at distal side of fiber/cap fusion zone distal to the bevel edge; the glass cap exhibits mild devitrification at the output window; the metal cap exhibits mild charred detritus adhesion. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that @19,676 joules of use, the ¿aiming beam fires straight of fiber and while lasing, tip of cap fell off". Reportedly, the physician "took fiber out and inserted it back in; it may be that the top got bumped off then". The physician "looked in the bladder of the patient and nothing fell off in patient". The procedure was completed with a second fiber; 32,224 joules of use. Patient outcome ¿no injury¿ reported.